Event description:
On (B)(6) 2005, a (B)(6) male underwent a right total hip arthroplasty. The implants used were the depuy acetabular cup sn# (B)(4) lot# y54bl1000, altamet ins. Neut 36mm sn# (B)(4) lot# 1215277, articulease sn# (B)(4) lot # 1850407, and hip stem sn# (B)(4) lot# y5peh10000. Recently, I have begun to experience great pain while walking in my right hip. There is also popping and burning in my groin and thigh. I visited my orthopedic doctor and he took an x-ray and he has informed me that I will need to have surgery again on my right hip. I immediately thought this cannot be, I just had this hip replacement, only 5 years ago. I am very sadden by this finding because I am having to have a knee replacement in the next 5 months. He said that I need to have the knee surgery before the hip but there is no way I can continue with this pain in my hip. There has to be a problem with the device that was implanted in 2005. I had my first hip replacement in 1995 and have not had any issues with that implant. Please, please look into what the issues are with this depuy pinnacle implant like you have done with the asr. I am only (B)(6) and my wife and I have many more years together. I want to be all I can be to her and my 3 daughters but I can not be as it stands today. I am positive that there is something not right with the device that was implanted in me in 2005. Diagnosis or reason for use: right osteoarthritis.